Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that in 2007 the pt experienced a very loud and uncomfortable whistling sound. He then had to remove his speech processor. The problem still existed in the morning of the next day, so the pt went to the med-el office for a check. Testing was carried out, which confirmed that the device has malfunctioned.